Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and was tested on an analytical e module (e170) analyzer and a cobas e411 analyzer. Refer to the medwatch with (B)(6) for the ft4 assay. The first result was automatically reported to a physician. No adverse event has been reported.

Manufacturer narrative:
Sample from the patient was submitted for investigation. Based on the results of the investigation testing, the presence of a streptavidin interfering factor was likely present in the investigated sample. This type of interfering factor is documented in product labeling.